Event description:
It was reported by the aci sales professional that a pt underwent diagnostic coronary procedure on (B)(6) 2012. Access was obtained via a 6f merit sheath. A pre-procedure femoral angiogram revealed no presence of pvd/calcium in the vicinity of the puncture site. Post procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during the pull back, between the 1st and 2nd stop. The physician removed the device and since access was not lost, the physician prepped and deployed a second mynxgrip vascular closure device 6f/7f. The second device balloon also lost pressure during pull back, between 1st and 2nd stop. The physician removed the second device and converted the pt to 20 minutes of manual compression. Hemostasis was successfully achieved. The pt was ambulated and discharged to home the same day), with no reported clinical sequela. No further info was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1206801) indicated that the mynx lot met all established performance criteria prior to shipment. See medwatch report # 3004939290-2012-00105 for the second device used in this procedure.